Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a high drain 103 alarm during set up. The technical service representative (tsr) explained the message. The hp stated there were no problems during therapy last night. The tsr had the hp press go and the hp was able to initiate the set up. The hp would notify the peritoneal dialysis nurse (pdn) since the registered nurse (rn) was unable to explain the message. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). In the initial emdr, it was incorrectly reported that the homechoice device was not available. The device had been reported to be available for evaluation and had been requested for evaluation. Corrections applied to the following fields: product surveillance had contacted the home patient (hp)'s peritoneal dialysis nurse (pdn) regarding the increased intra-peritoneal volume (iipv). The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp?s dialysis products. Evaluation summary: the homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but it was not duplicated during the pal evaluation. No failure or malfunction was identified during the pal evaluation that could have caused or contributed to the iipv. The cause of the iipv was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specification for the reported iipv. This issue is being investigated through a CAPA.